Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead exhibited low out of range shock impedances via a remote home monitoring device. The physician is aware of this one out of range measurement, and has no plans to intervene at this time. To date, no adverse patient effects have been reported.